Event description:
It was reported that the patient experienced shooting pain and shocking sensations at the ipg site for months. Several programs were tried without success and all values and impedances were normal. It was noted that there may have been some difficulty positioning the lead. The device was replaced without complication and returned to the manufacturer for analysis.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.